Event description:
The customer reported the ventilator volume is low. It is unknown if the device was in use on patient, but the customer reported that there was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported the ventilator volume is low. It is unknown if the device was in use on patient, but the customer reported that there was no patient harm.